Manufacturer narrative:
Complaint is not confirmed. Upon visual evaluation, noted that the devices do not have the presence of broken implants or eyelets. No photos were provided of the broken pieces. No problem found.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 3/7/2023, it was reported by an arthrex employee via email that the ar-1922bc biocomposite pushlock anchor broke during insertion. The case was completed with another ar-1922bc biocomposite pushlock. This was discovered during an acl procedure on (B)(6) 2023. All broken pieces were removed.